Event description:
Securestrap misfired one time, failed to secure mesh to tissue three times. No impact to patient, new device opened.what was the original intended procedure?laparoscopic bilateral inguinal hernia repair with meshdevice #1is this a laboratory device or laboratory test?no